Event description:
It was reported that the standalone 3 piece monofocal intraocular lens (iol) was discarded as it did not unfold. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow ups we learned that the iol was in the package with bent haptics. Corrected data: the device code was corrected as follows based on follow up information received: section h6 - device code(s): 1069. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.